Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, under general anesthesia, the patient underwent bilateral maxillary, ethmoid, and frontal sinus opening surgery via nasal endoscopy, along with left nasal polypectomy. The surgery started at 8:45. At 9:00, the surgeon intended to use a medtronic disposable blade to resect the pathological tissue and nasal polyps. Upon pressing the foot pedal, it was suddenly observed that the medtronic handle-connected blade was shaking severely. The foot pedal was immediately released and the blade was removed. After reconnecting the blade, the severe shaking persisted. Another batch of blades was used, and the shaking disappeared, allowing the surgery to continue as planned. There is no patient impact.